Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and found no anomaly during filling. Performed visual inspection and found the transfer guard's needle not parallel to the transfer guard body axis. Evaluated one open/used reservoir and transfer guard. Performed the pre-fill reservoir test and found the reservoir's transfer guard needle bent. Unable to perform the pre-fill test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were having issues with the reservoir and could not use any of their reservoirs. The customer's blood glucose was 439 mg/dl at the time of incident. The customer stated that they were going to treat the high blood glucose with manual injections. The reservoir will be returned for analysis.